Manufacturer narrative:
Per log analysis, on (B)(6) 2020 the gas system was successfully calibrated at 05:52:31. At 10:02:36, flow was set to 0.5 l/min and fraction of oxygen (fio2) was set to 21% (0.21). At 10:03:26 the gas system reported o2 sensor and blender disagree (blender = 21%, sensor = 98.7%). This confirmed the complaint that oxygen (o2) percentage would not come down from 100%. The o2 sensor is replaced on (B)(6) 2020 but the issue still occurs. Note that this behavior can occur if the output of the gas system is obstructed. There is no way to tell from the log is this has occurred.

Manufacturer narrative:
Per the service repair technician, he observed that the loose set screw the field service representative had found was in the doweled knob of the fraction of inspired oxygen (fio2) stepper motor. One screw was missing and the other completely loose. Therefore the knob was not fastened to the shaft of the blender, causing the fio2 blender shaft to stay in one position, towards 100%. He tightened the doweled knob and found that during calibration the fio2 would not come down from 100% determining the unit will need recalibration and reconditioning.

Manufacturer narrative:
Updated blocks: b1, b2, b5 & d11. During laboratory analysis, the product surveillance technician (pst) duplicated the reported complaint. In the epgs logs an 'o2 sensor and blender disagree' was being logged. It was determined that the blender bleed port is plugged, causing the blender to mix gases incorrectly.

Event description:
Additional information was received that the reported issue occurred during use of the device for a cardiopulmonary bypass (cpb) procedure. There was no delay to the procedure. Per clinical review: per the information available, the perfusionist set up and calibrated the electronic patient gas system (epgs) on the heart lung machine for a cpb procedure on (B)(6) 2020.. No issues occurred on calibration. During the procedure, the fraction of oxygen (fio2) would not adjust below the 100% fio2 level. The perfusionist attempted to move it and the set value would not adjust. The information known to date was that the perfusionist opted to continue the procedure with an exchange of the epgs for a stand-alone blender system. There was no harm or blood loss due to the event. There was no delay in the continuation of the surgical procedure.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. During further evaluation by the product surveillance technician (pst) it was noted that he was unable to control the fraction of inspired oxygen (fio2) from the central control monitor (ccm). It was determined that the fio2 could not be adjusted because of a missing set screw. The product was sent back to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) attempted to complete release/verification testing but the epgs failed to stay within the specified range during mix air testing and the o2 level was still staying close to 100. He replaced the o2 sensor and the release testing was unsuccessful for the same occurrence. The epgs was opened and during troubleshooting the fsr discovered a loose set screw. He replaced the epgs. The unit operated to the manufacturer's specifications. The suspect device was returned to the manufacturer for further evaluation.

Event description:
It was reported that the electronic patient gas system (epgs) oxygen (o2) level would not come down from 100. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no blood loss, nor adverse consequences to the patient. No other details regarding the nature of this event were provided.